Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) to report the one touch ultra2 meter casing shattered after the meter was dropped. The sr medical surveillance specialist was able to classify the complaint based on the info originally provided. On an unspecified date in (B)(6) 2010, the pt noted the reported meter was dropped and the casing shattered. He was unable to use it to test his blood glucose levels. During this time period, the pt continued to take his set doses of 70/30 insulin 53 units twice per day. Three weeks after the meter issue, the pt experienced the symptoms of lightheadedness and dizziness. The pt went to the emergency room, where his blood glucose level was tested to be 290 mg/dl and 300 mg/dl. The pt was treated with insulin. The meter, test strips and control solution were replaced. The pt allegedly became hyperglycemic after the meter's casing broke and he was unable to test his blood glucose levels, and received emergency medical attention and treatment with insulin. Therefore, this complaint is being reported.